Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be update should further info be provided.

Event description:
Boston scientific received info that during implant, a pleural effusion was exhibited. The implanting physician immediately performed a pleural drain and the implant of this electrode was then completed as intended. No resulting adverse pt effects were reported and no extension of hospital stay was required.